Manufacturer narrative:
Pump received with blank display due to cracked battery tube treads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and no blank display noted. Unable to perform the displacement test, active current measurement, sleep current measurement and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic loose battery and failed battery alarm. The blood glucose at the time of the incident was 8.8 mmol/l. The customer was assisted with troubleshooting. The device will be returned for analysis.